Event description:
The optease filter was successfully placed in the pt. Two weeks later, the physician attempted to remove the filter but was not able to lasso the hook to remove it. Physician will make a second attempt at removal in the near future.

Manufacturer narrative:
This report is for an unk optease vena cava filter. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.